Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medial history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. The ipg would not communicate with the programmer or charger. A new charger was sent to the pt, with the same results. The device was explanted and replaced with a non rechargeable ipg.